Event description:
On 2022-jan-12, information was received from a patient, via a manufacturer representative (rep). The patient was receiving fentanyl (2,000 mcg/ml, 751.3 mcg/day), bupivacaine (17.3 mg/ml, 6.499 mg/day) and hydromorphone (4.5 mg/ml, 1.6904 mg/day) via an implantable pump for non-malignant pain. The patient reported that "two days after christmas", they were headed home from the grocery store and decided when they got home, they would give themselves a bolus. The patient sat on the couch after getting home and gave herself a bolus and felt it only in their right leg, where previously the felt it where their chronic pain was (abdomen due to chronic pancreatitis). The patient thought this was weird and waited two hours to give themselves another bolus and "only felt it in my right leg. My leg went numb and I fell". The patient then informed their clinic. They did a dye study on (B)(6) 2022 and discovered that their catheter had migrated from the targeted t4 to l2. Upon opening the spinal incision on (B)(6) 2022, the hcp observed that the catheter was coiled up at l2 and the anchor had been cut by the previous sutures. The hcp added a new 8782 spinal segment and repaired the csf leak. No dosing changes were made, the patient was given a therapeutic bolus and they tolerated the dose of 100 mcg. The issue was resolved at the time of this report.

Manufacturer narrative:
Product ID 8782 serial# (B)(4). Implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4)., ubd: 15-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via clinical study reported the patient had periodic numbness, on (B)(6) 2021, throughout abdomen, pelvis, and low back. Trial bolus give, no numbness or pain relief experienced. Decrease bupivacaine.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6)2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8782, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. H3: the catheter was returned and analysis determined the anchor was broken and identified a deformation in shape of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.